Event description:
Customer reported multiple issues with their device, including an inability to pause for more than an hour without triggering an alarm, difficulty in powering the device on and off, and the impossibility of using the same cartridge after cycling power. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions or outcomes following the reported issues.